Event description:
It was reported that the pump inflow is not working.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to wear and tear; however, due to the device not being returned and the serial number provided, we are unable to confirm the reported event.